Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up visit an increase in threshold capture and impedances were observed. The patient¿s condition is good and the patient will continue to be monitored.

Manufacturer narrative:
New information from (B)(6) 2015 stated that on (B)(6) 2015 the lead was explanted and replaced. The patient's clinical condition is good.